Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor was flexed and fractured. It was noted that the proximal conductor was distorted from first rib/clavicle, there was blood in the distal conductor (not obstructed), there was blood in the proximal conductor (not obstructed), there was blood in the distal electrode, the outer insulation was breached cut, the outer insulation was breached due to first rib/clavicle, the outer insulation had a cosmetic depression, and there was a white substance on the outer insulation.

Event description:
It was reported that the right atrial (ra) lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.